Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization, medication required, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ and restricted posterior mitral leaflet (pml). A mitraclip was implanted without issues. The mr was reduced to grade 3+. A mitraclip xtw was then selected for treatment and implanted without issues. The procedure was completed with two clips implanted. The mr was reduced to grade 3+. On (B)(6) 2023, the patient returned symptomatic and required hospitalization with vasoactive drugs. An echocardiogram was performed and revealed recurrent mr grade 3-4 and that the second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The first implanted clip was stable on both leaflets. No additional information was provided.